Event description:
It was reported that the physician suspected a lead fracture and re-opened the pocket, where it was discovered the lead had dislodged. The lead was re-implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.